Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer stated that the screen started to go dark and when the act button is pressed, nothing happens. Customer stated that the pump has a 75% dark screen. Customer's blood glucose level at the time was 123 mg/dl. Customer woke up this morning and the buttons were not working. Customer has not treated his blood glucose level today. Customer mentioned that his blood glucose levels were high. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer stated that he will go to the pharmacy to get syringes. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. No damage on the keypad traces noted. The connector on the lcd board was inspected and no anomaly was noted. Unable to verify for keypad anomaly and perform rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests due to cracked and bleeding lcd glass. The insulin pump had minor scratched display window and cracked reservoir tube lip.